Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. 689938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vulvovaginitis, vaginal discharge, pre-menstrual tension syndrome and cyst. Concomitant products included metronidazole. In 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), weight increased ("weight gain") and abdominal pain lower ("cramping"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headache"). In 2015, the patient experienced dermatitis allergic ("skin conditions that were flaring,") and eczema ("allergic or hypersensitivity reaction type: skin ( made eczema worse)"). In 2017, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type: 2017 testing done for issues with digestive system,"). On an unknown date, the patient experienced eye disorder ("severe eye issues from eczema"). The patient was treated with surgery ((B)(6) 2017 bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, gastrointestinal disorder, headache, allergy to metals, weight increased and abdominal pain lower outcome was unknown, the dermatitis allergic and eczema had not resolved, the migraine had resolved and the eye disorder was resolving. The reporter considered abdominal pain lower, allergy to metals, dermatitis allergic, dysmenorrhoea, dyspareunia, eczema, eye disorder, gastrointestinal disorder, headache, migraine, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: one was occluded and one was not. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. 689938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vulvovaginitis, vaginal discharge, pre-menstrual tension syndrome and cyst. Concomitant products included metronidazole. In 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), weight increased ("weight gain") and abdominal pain lower ("cramping"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headache"). In 2015, the patient experienced dermatitis allergic ("skin conditions that were flaring,") and eczema ("allergic or hypersensitivity reaction type: skin ( made eczema worse)"). In 2017, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type: 2017 testing done for issues with digestive system,"). On an unknown date, the patient experienced eye disorder ("severe eye issues from eczema"). The patient was treated with surgery ((B)(6) 2017 bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, gastrointestinal disorder, headache, allergy to metals, weight increased and abdominal pain lower outcome was unknown, the dermatitis allergic and eczema had not resolved, the migraine had resolved and the eye disorder was resolving. The reporter considered abdominal pain lower, allergy to metals, dermatitis allergic, dysmenorrhoea, dyspareunia, eczema, eye disorder, gastrointestinal disorder, headache, migraine, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: one was occluded and one was not. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Concomitant drug, concomitant disease added. Updated suspect drug indication. Events skin conditions that were flaring, dysmenorrhea, dyspareunia, gastrointestinal or digestive system condition type: 2017 testing done for issues with digestive system, migraines, headache, nickel allergy, allergic or hypersensitivity reaction type: skin (made eczema worse), severe eye issues from eczema, weight gain and cramping added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 689938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c. Concurrent conditions included vulvovaginitis, vaginal discharge, pre-menstrual tension syndrome, cyst, overweight and back pain. Concomitant products included cetirizine hydrochloride, citalopram, metronidazole and vortioxetine hydrobromide (trintellix). In 2010, the patient was found to have weight increased ("weight gain") and experienced abdominal pain lower ("cramping"). In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced allergy to metals ("nickel allergy"), mood altered ("hormonal changes describe: mood changes"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), anxiety ("anxiety"), depression ("depression"), personality disorder ("personality disorder") and vaginal discharge ("vaginal discharge"). In (B)(6)2010, the patient experienced migraine ("migraines") and headache ("headache"). In 2015, the patient experienced dermatitis allergic ("skin conditions that were flaring,") and eczema ("allergic or hypersensitivity reaction type: skin ( made eczema worse)"). In (B)(6)2016, the patient experienced eye disorder ("severe eye issues from eczema"). In 2017, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type: 2017 testing done for issues with digestive system,"). On an unknown date, the patient experienced vaginal infection ("acute vaginitis"). The patient was treated with phentermine and surgery ((B)(6)2017 bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, gastrointestinal disorder, headache, allergy to metals, weight increased, abdominal pain lower, mood altered, post-traumatic stress disorder, anxiety, depression, personality disorder, vaginal discharge and vaginal infection outcome was unknown, the dermatitis allergic and eczema had not resolved, the migraine had resolved and the eye disorder was resolving. The reporter considered abdominal pain lower, allergy to metals, anxiety, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, eczema, eye disorder, gastrointestinal disorder, headache, migraine, mood altered, pelvic pain, personality disorder, post-traumatic stress disorder, vaginal discharge, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - in 2010: results: one was occluded and one was not; on (B)(6)2010: result: unilateral occlusion (left tube occluded).; on (B)(6)2011: result: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-feb-2019: pfs received. Suspect drug implant date updated. Following events were added: hormonal changes describe: mood changes, psychological or psychiatric problems condition: ptsd, anxiety, depression, personality disorder, vaginal discharge and acute vaginitis. Event onset were updated. Treatment and concomitant medications were added. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. 689938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vulvovaginitis, vaginal discharge, pre-menstrual tension syndrome and cyst. Concomitant products included metronidazole. In 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), weight increased ("weight gain") and abdominal pain lower ("cramping"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headache"). In 2015, the patient experienced dermatitis allergic ("skin conditions that were flaring,") and eczema ("allergic or hypersensitivity reaction type: skin ( made eczema worse)"). In 2017, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type: 2017 testing done for issues with digestive system,"). On an unknown date, the patient experienced eye disorder ("severe eye issues from eczema"). The patient was treated with surgery ((B)(6) 2017 bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, gastrointestinal disorder, headache, allergy to metals, weight increased and abdominal pain lower outcome was unknown, the dermatitis allergic and eczema had not resolved, the migraine had resolved and the eye disorder was resolving. The reporter considered abdominal pain lower, allergy to metals, dermatitis allergic, dysmenorrhoea, dyspareunia, eczema, eye disorder, gastrointestinal disorder, headache, migraine, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: one was occluded and one was not. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: update of quality-safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant.). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.